Manufacturer narrative:
Per tandem's t:slim x2 g6 user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer overfilled the cartridge with more insulin than the cartridge can hold. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.